Event description:
Additional information was received indicated the dislodged left ventricular lead resulted in a loss of capture prior to explant and replacement.

Event description:
It was reported that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced to resolve the event. The patient was stable.